Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to the procedure, device testing revealed premature battery depletion.

Manufacturer narrative:
Analysis did not confirm the premature battery depletion. The battery data fluctuations recorded while the device was in the box are likely due to cold temperature exposure. The device was tested on the bench and no anomalies were found.